Event description:
It was reported that the subject device malfunctioned and noticed there was ¿insufficient brightness¿. The issue happened during preparation prior to an unspecified therapeutic laparoscopic procedure. There were no reports of patient harm.

Manufacturer narrative:
G4: additional, k190744. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction of the initial report and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: severe dents in the light guide [fiber] bundle of distal end. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.